Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room due to low blood glucose levels (26 mg/dl). Reportedly, low blood glucose levels were due to the customer accidentally delivering a bolus twice. Customer was in the emergency room for 3 hours and was treated with carbohydrates. Customer stated their blood glucose level has stabilized to 160 mg/dl.